Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure the surgeon stated that the image digitally flipped on its own for about 3 seconds and then corrected itself without any input. Caller stated that the site was not performing an instrument exchange at the time of the reported issue. The image was normal at time of call, so no further troubleshooting was performed. The procedure was completed as planned with no report of injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse spoke to the initial reporter and asked if the issue reappeared, but was informed it had not. The fse tested the da vinci system but was not able to reproduce the issue. The system was tested and verified as ready for use. As of the date of this report, the 30-degree endoscope has not yet been received by isi for evaluation.